Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the machine went black during a cataract with intraocular lens implant procedure. They tried to troubleshoot, but it would not come back on. The system was exchanged and the case was completed following a delay of approximately 5 to 10 minutes. There was no harm to the patient.